Event description:
The surgeon inserted an aw2010v silicone three-piece lens but the trailing haptic broke off. The lens was cut into pieces to remove and sutures were required to close the wound. The facility has been contacted and additional information has been requested from the facility. No further information has been forthcoming.

Event description:
The reporter stated the surgeon attempted to insert an aq1020v silicone three-piece lens but the lens became stuck in the cartridge. There was no pt contact or injury.